Manufacturer narrative:
(B)(6). Four unopened sets of portex® epidural maxipack were provided for analysis in which the tuohy needle was included. The used sample was not provided. The customer's reported problem was "patient injury due to a burr in the area of the tip of the tuohy needle". The four included touhy needles were visually inspected, but no deviations were found. The tuohy needle tip was visually inspected under a microscope. No burr or deviation was detected on all 4 samples. In the device history record (DHR), there is no hint of such a failure. The quality inspection processes were reviewed and considered adequate and correct. Investigation was unable to confirm the customer's reported problem.

Event description:
It was reported that there was a patient injury due to a burr in the area of the tip of the tuohy needle from a portex® epidural maxipack. The alleged injury to the dura mater spinalis and thus necessary blood patch due to cerebrospinal fluid (csf) leak. The patient complained post-op about headaches. No other patient injury was reported.

Manufacturer narrative:
Four unopened portex® epidural maxipack kits were returned, which contain tuohy needle (B)(4), for analysis. No deviations were noted upon visual exam. A microscope was used to further investigate the tuohy needle tip; no deviations detected. Based on the evidence, the complaint was not confirmed as no fault was found.